Manufacturer narrative:
On 16-jul-2021, mentor became aware of omitted information in the previous report. Manufacturer¿s reference number: (B)(4), the patient underwent replacement with unspecified 375cc mentor gel breast implant on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 01-jul-2021, mentor received additional event information that the patient also experienced right-sided capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21/jul/2021, the device evaluation was completed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 6517567 number, and no non-conformances were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(6) 2021. Block d6b: explantation date: on (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 425 cc smooth mentor memorygel breast implant and experienced right-sided implant rupture postoperatively, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.